Event description:
It was reported that during testing at the user facility, the drill was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. However, corrosion was found in the sockets which can lead to unintended activation of the device.